Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician intended to use a nc euphora balloon catheter to treat a lesion located in the mid left anterior descending (lad) artery. The target lesion was reported to be moderately calcified and moderately tortuous. No damage was noted to packaging and no issues were noted when removing the device from the hoop/tray. The device was inspected and negative prep was also performed with no issues. The device did pass through a previously-deployed stent, resistance was not encountered when advancing the device and excessive force was not used during delivery. Nominal pressure was applied. It was reported that a balloon rupture occurred during the first balloon inflation, a sudden drop in pressure occurred. The lesion was pre-dilated. The device was successfully removed from the patient. Physician completed the procedure.

Manufacturer narrative:
Evaluation summary: the balloon returned with blood visible in the balloon and inflation lumen. During visual inspection, it was noticed that the inflation lumen had been stretched and expansion occurred proximal to the balloon bond during inflation. This expanded section then tore in a radial pattern and the material detachment occurred. The material appeared to be jagged and uneven at the detachment site. Marker bands were not present on the device during visual inspection. Due to the tore/detached balloon, negative prep was not performed. The inner lumen had detached proximal to the tip seal bond. Detachment site jagged and uneven. No burst site was detected on balloon working length. Other damage was apparent throughout the device, numerous kinks along the hypotube and distal shaft. Also, luer was detached from the device immediately distal to the strain relief, 0.1cm distal. Detachment site appear jagged and uneven. Additional information: the account confirmed that the marker bands are not in the patient. It was reported that the detachment occurred outside of the patient. If information is provided in the future, a supplemental report will be issued.